Event description:
A report was received that the patient underwent an explant of the ipg and the leads since the device was no longer working.

Event description:
A report was received that the patient underwent an explant of the ipg and the leads since the device was no longer working.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that the reason the device was no longer working was that the patient was not using the device since the patient did not like the stimulation sensation. The explanted devices were not returned to bsn as they were discarded by the medical facility.